Manufacturer narrative:
As per recommendation from FDA, this MDR is being re-submitted with the correct sequence number - # 2247858-2018-00001 (previously submitted under emdr# 2247858-2017-00030 on 01/05/2018).

Event description:
"[Summary] paraplegia. [Description / sequence of events] on (B)(6) 2017 - the patient had undergone the aortic arch replacement with open stent graft (japan lifeline) in the past. Since endoleak was confirmed from the distal portion of open stent graft, tevar was performed to treat the leak. - from the right femoral artery, a pig catheter was inserted for the measurement. - relayplus was then implanted at the distal portion of open stent graft as the distal portion of relayplus (for three stents, around 4 cm) came out from open stent graft. - the balloon touch-up was performed and the operation was completed without endoleak. - jll received the information of paraplegia occurred at the night of tevar ((B)(6)). - the spinal drainage was performed; however, paraplegia was not improved at that time. The further treatment plan is not determined at this point. - only the pre-planning image is available for this case." Patient outcome: "the spinal drainage was performed; however, paraplegia was not improved at that time."

Event description:
"[Summary] paraplegia [description / sequence of events] (B)(6) 2017 the patient had undergone the aortic arch replacement with open stent graft ((B)(6)) in the past. Since endoleak was confirmed from the distal portion of open stent graft, tevar was performed to treat the leak. From the right femoral artery, a pig catheter was inserted for the measurement. Relayplus was then implanted at the distal portion of open stent graft as the distal portion of relayplus (for three stents, around 4cm) came out from open stent graft. The balloon touch-up was performed and the operation was completed without endoleak. (B)(6) received the information of paraplegia occurred at the night of tevar ((B)(6)). The spinal drainage was performed; however, paraplegia was not improved at that time. The further treatment plan is not determined at this point. Only the pre-planning image is available for this case." Patient outcome: "the spinal drainage was performed; however, paraplegia was not improved at that time."

Manufacturer narrative:
As per recommendation from FDA, this MDR is being re-submitted with the correct sequence number - # 2247858-2018-00001 (previosuly submitted under emdr# 2247858-2017-00030 on 01/05/2018).